Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 1/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: during investigation, the original complaint of the under responsive up, down and ok buttons. The keypad was removed and there was no damage to the button contacts or keypad flex cable. Unrelated to the original complaint, there was moisture corrosion found on the bolus button connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.